Event description:
It was reported that the customer tried to apply pressure to the cuff with a syringe twice, but it did not pressurize. The cuff's size was later changed to 5. There were no patient harm or adverse effects as a result of the event.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. If the product is returned, this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.